Event description:
Pt is chronic hemodialysis pt. Five minutes after start of treatment had complainted of nausea, visual changes. Dialysis blood lines clotted and pt went into cardiopulmonary arrest. Code team failed to resuscitate pt.